Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture. An alert was noted to be triggered due to short v-v intervals and non-sustained episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.